Event description:
Rptr states, pt had a revision of press fit metal backed patella due to wear. Replaced with a all poly patella.

Manufacturer narrative:
Summary of evaluation: evaluation results suggest that this event is not device related but rather is associated with mal-tracking or mal-positioning of this device.